Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s scs system was not providing adequate relief. Field representative met with patient and was able to provide effective therapy, but the patient¿s contacts had several high impedances. At a later time, the patient experienced a loss in stimulation. Field representative attempted reprogramming unsuccessfully. As a result, the patient may be awaiting surgical intervention.

Event description:
Based on information obtained, the lead was explanted and replaced on (B)(6) 2019. Effective therapy was established post-operatively.

Manufacturer narrative:
(B)(4).